Event description:
Co received another manufacturer's device. The reason given for removal was "non deflation." Note: determination of reportability and categorization of this event was made according to this manufacturer's policies and procedures and the info received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1, b2, h1).